Event description:
Reporter stated that new insulin cartridge leaked its entire contents inside the insulin cartridge chamber of the pt's device. Insulin leakage occurred during prime of a new insulin cartridge. Reporter is not sure how this occurred -- there are no visible cracks in the insulin cartridge. Reporter stated that device beeped, but no error was displayed. Patient immediately switched to back-up device. Pt's blood glucose was not affected, and no treatment was received.